Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge alarm 1 occurred. Customer changed pump supplies to address the issues. Reportedly, an altitude alarm occurred. The pump was not outside the labeled altitude operating range. Reportedly the alarm ultimately cleared and the customer continued to use the pump for insulin therapy. Customers blood glucose was 350 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.